Event description:
The customer reported that they were receiving errors on their modular pre-analytics (mpa) system and that tubes that had not been centrifuged were sent to a c501 clinical chemistry analyzer (serial number (B)(4)) to run. The tubes that did not get centrifuged were in racks designated for centrifugation. As a result of the issue on the mpa system, the customer stated that they received an erroneous result for one patient sample tested for lactate dehydrogenase (ld) on the c501 analyzer (serial number (B)(4)). The sample initially resulted as 748 u/l and this value was reported outside of the laboratory. The sample was repeated and resulted as 195 u/l. The 195 u/l value was believed to be correct and the initial result was corrected. The patient was not adversely affected by the event. The customer did not provide the lot number or expiration date for the ld reagent. The customer refused a service visit stating that the issue was suspected to be caused by operator error. The customer suspects that racks were loaded back on the mpa system before clearing them. The customer mentioned that this topic was going to be discussed with the mpa system operator.

Manufacturer narrative:
A field service representative states that the customer concedes that operator error, not instrument failure, led to the improper processing of a patient specimen. The customer verified that they manually removed a patient specimen from the centrifuge after receiving a centrifuge error. They then placed that specimen in a non-centrifuge rack to be re- processed through the mpa system. The specimen was not spun in the centrifuge.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.